Manufacturer narrative:
(B)(4). The device was returned for evaluation. Investigation is underway.

Event description:
As reported by clinical specialist, a commander delivery system balloon burst during deployment of 29 mm sapien 3 valve. Percutaneous procedure went as planned until the end of valve deployment. At the end of the inflation the balloon burst and was removed from the valve that was securely in the annulus at 80/20 aortic and fully expanded. The tee showed no pvl and good working condition. The physician placed the balloon at the descending aorta to plan how to remove the broken balloon. It was then pulled into the tip of the 16fr esheath to try to remove but unsuccessful. Several attempts were made. The balloon appeared to be coming to the side of the sheath. It was decided to place a snare to capture the tip and redirect the tip of the commander to enter the tip of the sheath first. This was working but the tip of the commander was trying to come through the side of the sheath. This approach was aborted. The team then decided to cut the hub of the balloon off to remove the pusher and to place an 18fr x 40 cm cook sheath to try to capture the tip of the commander better. This also failed due to the cook sheath not being long enough. It was then decided to place a buddy or safety wire in the same sheath to have a safety wire in case an intervention was needed. After that the 2 sheaths were pulled out and a new 18fr cook sheath was inserted. The balloon tip was manipulated into the 18fr sheath and pulled out together. The team then placed a new 18fr cook sheath back in and angiograms were taken to check for damage and no damage was noted. The access site was perclosed and angiogram was taken after to show verifying no damage. Case complete and patient stable and otherwise unharmed. Reported root cause was calcium shard in the lvot of patient. Perfect deployment otherwise.

Manufacturer narrative:
The devices were returned for evaluation. The delivery system and sheath were returned partially locked after being used in the procedure. The balloon shaft was separated from the delivery system. Visual inspection of the delivery system determined partial fine adjust was used, a kink in flex shaft was present but due to packaging, balloon shaft was separated from delivery system, guidewire lumen separated from delivery system, balloon shaft and y-connector were cut just distal to strain relief. Visual inspection of the balloon determined radial and longitudinal burst confirmed, distal portion of balloon was separated from delivery system, distal portion of balloon was bunched and the spring was intact. Visual inspection of the esheath determined delamination was present at the sheath distal tip and the liner was bunched at distal end. No functional testing was able to be performed due to the condition of the returned device (balloon ¿ burst and delivery system cut). Balloon (single) wall thickness measurements were taken along both sides of the radial tear on the balloon to ensure that the wall thickness was within specification. The balloon single wall thickness measurements met the specification. Device history review was performed and did not reveal any issues that could have contributed to the complaint event. Review of lot history for relevant work order did not reveal any similar complaints for ¿balloon burst¿. A review of the complaint history revealed that the occurrence rates did not exceed the april 2017 control limits for this trend category (¿balloon burst¿) (¿withdrawal difficulty¿). No instructions for use or training deficiencies were identified. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. Based on the returned condition of the device, the complaint for balloon burst was confirmed, but no manufacturing non-conformance was identified on the returned device. Dimensional inspection of the balloon revealed that the balloon wall thickness measurements were within specification. Review of case notes and visual inspection reveal that balloon burst is likely due to patient factors (calcification). As stated in the complaint description, the perceived ¿root cause was calcium shard in the lvot of patient¿ and the ¿patient had moderate native annular calcification, mild native leaflet calcification, mild aortic root calcification.¿ a detailed root cause analysis for similar returned balloon burst complaints has been summarized in technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (calcified nodules within the aortic annulus can impinge on the balloon during inflation, thus compromising the balloon wall structure even at a low inflation pressure), as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analyses of these types of ruptures indicates that they are typically caused by interaction with calcification in the annulus. The technical summary contains additional details related to root cause analysis on balloon bursts in a calcified aortic annulus. Based on the returned condition of the devices (balloon burst and damages observed on esheath), the complaint was confirmed for withdrawal difficulty through sheath. Available information supports that the burst balloon likely resulted in procedural factors causing difficulties withdrawing the delivery system. A burst balloon can drag or catch onto the sheath distal tip during retrieval and contribute to the difficulty retracting the device through the sheath shaft. Liner delamination and bunching was observed at the sheath distal tip which supports that manipulation/force was applied in order to withdraw the system. Additionally, the distal portion of the balloon was returned bunched as well, suggesting that it got caught on the sheath tip during attempted withdrawal. Furthermore, as described in the complaint description, ¿several attempts were made to remove the busted balloon and the delivery system (ds) out of the sheath¿. The entire delivery system should be pulled through the sheath to the tip and removed with the sheath as a unit. This could also have contributed to the difficulty experienced during withdrawal. Alternatively, other patient/procedural factors that can contribute to difficulty retrieving a device include the following: patient vascular calcification / vascular tortuosity, sheath insertion angle, coaxiality of the device being retrieved, position of the flex tip on the delivery system during retrieval (procedure instructs the user to ensure flex tip is still over the triple marker). As such, the root cause for the balloon burst and delivery system withdrawal difficulty can likely be attributed to patient/procedural factors. The complaints for ¿balloon burst and delivery system withdrawal difficulty through sheath¿ were confirmed, but no manufacturing non-conformities were identified during the engineering evaluation. Available information suggests that patient and/or procedural factors may have contributed to the complaint. No labeling or IFU inadequacies were identified and review of complaint history revealed that the occurrence rate does not exceed the april 2017 control limits for respective trend categories. Therefore, no corrective or preventative action is required at this time.